Manufacturer narrative:
The reported events were for removed insulation from the lead which exposed the conductors and low pacing impedance. As received, a complete lead was returned in one piece. The reported event of the removed insulation from the lead and exposed the conductors was confirmed. A visual inspection found the connector pin and connector cap were pulled out of the connector assembly and the inner coil was stretched. The cause of the insulation was removed from the lead and exposed the conductors is consistent with procedural damage. The reported event of low pacing impedance was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. An impedance test was unable to be performed due to the poor condition of the lead. Furthermore, visual and x-ray examinations of the lead did not reveal anomalies except for procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, low pacing impedance was noted on the right ventricular (rv) lead. As the physician pulled on the rv lead to determine if the lead was fastened to the device header adequately, the insulation was removed from the lead and exposed the conductors. The physician was unable to determine the cause of the event and stated a normal amount of force was applied while testing the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.